Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level of 40 mg/dl and high blood glucose level of 425 mg/dl. The customer experienced different blood glucose level of 343 mg/dl and 240 mg/dl. Customer did not report symptoms or treatment related to low blood glucose or high blood glucose level. Troubleshooting was declined by the customer for low and high blood glucose level. The insulin pump will not be returned for analysis.